Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the serial number could not be obtained. Investigation determines that there was no causal relationship between the objective evidence and the alleged event; the alleged event is unconfirmed. As a serial number could not be determined, device history and manufacturing records could not be reviewed. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed. Clinical investigation: it is unknown if the patient was utilizing fresenius products when the infection occurred. No additional information was obtained despite multiple due diligence attempts. Upon review of the information in the file, currently there is no allegations, nor is there any objective evidence that an adverse event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.

Event description:
In a customer experience survey, this patient reported having a previous infection, being hospitalized, and having unspecified blood pressure issues while previously on peritoneal dialysis (pd)modality and needed to discontinue peritoneal dialysis treatment. It is unknown if the patient was utilizing fresenius products when these events occurred. No further information is available despite serval follow-up attempts. Upon review of the information in the file, currently there is no allegations, nor is there any objective evidence that an adverse event was caused by a fresenius device or product malfunction, deficiency, or otherwise product related issue.